Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an ¿unable to proceed¿ message when opened, and engineering logs showed a restart ilet alert 60 consistent with a ble board communications error, leading the user to temporarily switch to alternative therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed signal loss consistent with a failure to read input signal, traced to the circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.